Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion fse went onsite and unable to duplicate the issue. The carefusion fse performed a 2k calibration and the vent is running to manufactures specs.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. The customer called to report that they were performing the circuit calibration and performance check and they all passed. They went to push it over to the side and the oscillator stopped running. The unit did alarm correctly.